Event description:
On (B)(4) 2013, cormatrix cardiovascular received details of an event involving the cormatrix ecm for carotid repair. Details of the event are provided below. On (B)(6) 2013, the patient underwent a right carotid endarterectomy with cormatrix patch angioplasty. The preoperative diagnosis was critical symptomatic (the patient was asymptomatic at time of surgery) right carotid stenosis. During the operation, the surgeon observed severe plaque in the carotid artery that was successfully cleared and patched with the cormatrix ecm for carotid repair. Intraoperative ultrasound duplex revealed excellent systolic and diastolic waveforms noted both in the common and internal carotid arteries with no evidence of any dissection, debris, clot, poor perfusion or remaining plaque. The patient tolerated the procedure well and was taken to the recovery room in excellent condition. A few hours after the procedure, the patient complained that after having a coughing episode, he started to have some swelling in the right neck and had developed a moderate sized hematoma. On (B)(6) 2013, the patient was taken back to the operating room to evacuate the hematoma as a precaution. Upon reoperation, the soft tissue as well as the carotid artery looked fine with no evidence of any bleeding. The clot was evacuated and no significant source of bleeding was found. The cormatrix ecm for carotid repair patch was found to be intact. The following day on (B)(6) 2013, the patient was discharged in satisfactory condition. In follow-up correspondence with the operating physician, the physician indicated it was probably an adventitial bleed and noted the patient currently had no associated medical problems.